Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure due to high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the returned lead was damaged with the helix bent, the conductor kinked and the is-1 pin bent, photos. There was no discontinuity or inner insulation breached was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.